Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: at 9:30 a.m. On (B)(6) 2026, during surgical tissue resection on a patient, the electrosurgical cutting wire suddenly short-circuited and burned out, resulting in a burn on the patient's skin surface. According to the provided information, a treatment of the burn was required. Due to the reported burn on the patent's skin, this case is deemed reportable.